Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: blade device. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the battery oscillator device would not secure the blade was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was working intermittently, the components were damaged, and corrosion and liquid substance marks were observed on the internal components. It was further determined that the device failed pretest for working intermittently. The assignable root cause was determined to be traced to improper maintenance, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the blade coupling of the battery oscillator device would not secure the blade device. During service and evaluation, it was observed that the device was working intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.